Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that an asymptomatic patient presented with low level af undersensed signals via merlin.net transmission. Reproducible myopotential oversensing was noted with deep breathing. Lfa filter was turned off. No more episodes of oversening was noted. Considering programming changes and dft testing was suggested. The patient will continue to be followed normally. No further information is available.